Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
The customer reported the self-adhesive from the infusion set did not stick to his skin. The infusion set fell off from the patient's body. The customer alleged the infusion set was defective. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.